Event description:
Clinical history: the pt is a male with an acute myocardial infarction secondary to thrombus. Steve resnick is the doctor and an experienced user of this device. Procedure: the thromcat had no issues during the first pass and had aspirated a majority of the thrombus in the lad. On second pass, the device made a pulsing noise (on/off, on/off) with no suction and no aspiration. Case completed with manual aspirator. Outcome: spectranetics is waiting for the completion of a failure analysis investigation in order to close this investigation. There were no complications regarding the pt as a result of this event.